Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping or scrolling during testing. No moisture damage on the electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 230 mg/dl at the time of the incident. Caller stated that the pump was inside her backpack and there was a water bottle that spilt and got on the floor. The water bottle leaked inside the customer's backpack and now there is water inside the pump behind the reservoir compartment. After water contact, the pump started alarming button error. Caller was able to clear it out and was able to give a correction dose of insulin. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.